Event description:
It was reported the patient presented for implant procedure. During surgery, the lead exhibited a failure to capture and sense. The physician completed the procedure with a different lead. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to capture and failure to sense were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.